Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable pulse generator (ipg) triggered an electrical reset while still in the box possibly caused by a bit flip due to background radiation exposure. The ipg was cleared and a few days later implanted. No patient complications were reported as a result of this event.